Event description:
A customer reported that the footswitch did not work during a cataract extraction procedure. The system was exchanged. After a 40 minute delay, the procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).